Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). During the investigation, a review of complaint history, instructions for use (IFU), and quality control (qc) and a visual inspection of the returned, opened, and used product was conducted. The visual inspection noted that a portion of the catheter shaft had separated. The distal end of the tubing for imperfections, confirming the overall catheter surface is clean without excessive imperfection or damage. This product is shipped with an instructions for use (IFU), which states warnings: precautions and instructions for use. Based on the info provided and the results of our investigation, we are unable to determine with certainty the root cause of the reported difficulty. We have notified the appropriate internal personnel and will continue to monitor this device. Per the quality engineering risk assessment (qera) no further risk reduction is required.

Event description:
The initial catheter was placed (B)(6) 2014. The tpn line in situ required replacing due to lumen bulging causing a fracture that occurred on (B)(6) 2015. No info was provided regarding pt outcome.

Event description:
The initial catheter was placed (B)(6) 2014. The tpn line insitu required replacing due to lumen bulging causing a fracture that occurred on (B)(6) 2015.